Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they contacted to their healthcare professional regarding hyperglycemia. Customer's blood glucose level was high of 378 mg/dl. Customer stated that the insulin pump was under delivering. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they had contacted their health care professional regarding the high blood glucose event. The customer provide symptoms regarding high blood glucose such as sweating. The customer was treated for the high blood glucose with bolus. Customer was on auto mode at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was unable to perform the high pressure test. The insulin pump was not returned for analysis.